Event description:
Pt started on enteral feeding 12/5/97 and within 72 hrs, urine and stool were green in color. Skin discoloration as well. Tube feeding discontinued 12/12. Pt experienced elevation of bun, physician felt related to clinical condition not coloring agent in enteral tubing. Possible affect: assess gi bleed; aspiration length of time; discoloration-stool/urine/skin. Info re: staining limited from product data.